Manufacturer narrative:
The user-reported flow rate issue was not confirmed. The pump was found to have a battery outside of the warranty, which was not related to the reported issue. The pump was repaired and tested to meet all specifications on 05/30/2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00108).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the infusion pump.

Event description:
The user reported that the pump was infusing too slow. No patient harm or injury was involved in this case.